Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered inappropriate anti-tachycardia pacing (atp) and tachy shocks, exhausting therapy, due to an episode of atrial fibrillation (af) with rapid ventricular response (rvr). The device was deactivated several days later, per physicians order, for patient in hospice care. No adverse patient effects were reported.